Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was measured out of calibration.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed that the force sensor resistance reading was out of calibration. During eval, the pump dispensed fluid from the cartridge during the load step and emitted a "no cartridge detected" warning. Review of the pump history did no reveal any warnings associated with zero force.